Event description:
Pt reported that insulin leaked inside their device's insulin cartridge chamber as a result of a cracked insulin vial. Insulin did pool at the base of the cartridge chamber. Pt stated that device will not prime and is making a rattling noise. Device generated a cartridge/adapter alert after the pt attempted to clean insulin out of the device. Pt reported experiencing high blood glucose (280 mg/dl), but no treatment was received.